Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service. Patient information currently unavailable.

Event description:
The hospital reported the unit alarmed during a case and was then unable to mechanically ventilate. The case was completed in manual ventilation mode. There was no report of patient injury.